Event description:
It was reported that following a space oar placement procedure under monitored anesthesia, the patient suffered an anaphylactic reaction, the specific symptoms are unknown. The physician was unsure whether the reaction happened while the patient was sedated or after awakening. The patient received steroid treatment and was reportedly recovering well. The cause of the allergic reaction remains unidentified. The patient was referred to an allergist for further evaluation.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, 05/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/22/2024. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0402 is being used to capture the reportable event of allergic reaction.